Manufacturer narrative:
The initial report inadvertently reported the age incorrectly. The initial report inadvertently reported the date incorrectly. Device failure is suspected, but did not cause or contribute to a death.

Event description:
Information received from the physician revealed that the device was not turned off on (B)(6) 2013 as planned as the patient's mother was concerned that turning it off would cause status epilepticus. The patient began experiencing increased seizures around march 2013 which the physician believes coincided with the low impedance. X-rays were taken, but they have not been provided to the manufacturer for review to date. The implant card was received which confirmed the patient had generator and lead replacement surgery on (B)(6) 2013 due to "lead discontinuity."

Manufacturer narrative:
Review of manufacturing history records performed. Review of lead and generator manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
The treating vns physician reported that system diagnostics resulted in low impedance (600 impedance). The patient has had a recent seizure increase. Pre-vns seizure frequency levels are unknown. He indicated that the patient is active, but there is no known repetitive movements or manipulation. The patient was seen at least one year prior and he believes the diagnostics performed at that time were within normal limits. The device was going to be disabled at that time, and the patient referred for revision. Diagnostics on (B)(6) 2012 showed elevated/high lead impedance which is defined as anything greater than or equal to 5300 ohms. It was later reported that an emergent surgery case was scheduled for (B)(6) 2013. The mother was requesting replacement of the vns generator and lead. The generator and lead replacement surgery occurred as scheduled on (B)(6) 2013. The company representative attended the case and reported that the neurosurgeon did not have any information regarding this case. The lead was discarded in surgery. Additional information was received on 06/18/2013 indicating that if the generator has not been already received, that it will likely be thrown away by somebody at the hospital. Attempts for additional information from the treating physician have been unsuccessful to date.